Event description:
Pt underwent CABG and mvr in 2008: re-do sternotomy with mvr in 2015. Admitted in (B)(6) 2018 with intermittent fevers and fatigue for several months. Blood culture positive for mai/mac.